Manufacturer narrative:
On 10/18/2019, mentor received additional information about the event: the patient developed capsular contracture in both of her breasts. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. A pathology report showed that there was fat necrosis in the patient¿s left breast. Patient code 1971 ¿necrosis¿ has been added. On 11/11/2019, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the device because the suspect medical device was discarded. Upon visual inspection of the picture, it was observed to be ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/01/2019, mentor received additional information that the explantation date is (B)(6) 2019. On 10/02/2019, mentor received additional information that the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 500cc gel breast prostheses. On 10/07/2019, mentor received additional information that the suspect medical device was severely ruptured and could not be returned to mentor for analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption# e2007003. On (B)(6)2019, mentor became aware that date problem observed was (b)6) 2019 and the patient suffered capsular contracture; baker grade unknown. Along with rupture on the left side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed or the finished device number 6515388, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the IFU, is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation: left side rupture and capsular contracture; baker grade unknown. Concomitant products: right side 600cc mentor memorygel breast implant; catalog number: 3506004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction surgery with 650cc mentor memorygel breast implant and was presented with left side rupture and capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.